Event description:
It was reported that upon applying torque, the guidewire distal end broke near the right middle cerebral artery (mca). The physician successfully removed the broken portion with a snare device. The procedure continued with a second guidewire (subject device); however, the guidewire distal end broke within the microcatheter when torque was applied at the same anatomy location. The physician removed the microcatheter and guidewire together from the patient's body. There were no clinical consequences reported to the patient on either event.

Manufacturer narrative:
Refer to manufacturer report # 2939204-2012-00112 for the first guidewire used during procedure.